Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure performed on (B)(6), 2011. According to the complainant, during the procedure, they successfully deployed the first three bands however, the fourth band would not deploy. Upon removal of the device it was noticed that the fourth band was stuck under the bands on the ligator head. It was reported that although the physician would have preferred to have placed all seven bands, the three bands were sufficient and the case was completed with this speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination found that the device returned with the tripwire and suture entangled. The trip wire was attached to the spool, but unsecured. The suture was attached to the ligator head and connected to the tripwire. The blue band and a single white band were present on the ligator head. The ligator teeth were severely damaged. Additionally, indentations were observed in the groove on the handle. Functionally, the handle spool was able to be rotated and clicked appropriately with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that the ligator teeth were severely damaged. This condition would have adversely impacted deployment activities. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure performed on (B)(6), 2011. According to the complainant, durng the procedure, they successfuly deployed the first three bands however, the fourth band would not deploy. Upon removal of the device it was noticed that the fourth band was stuck under the bands on the ligator head. It was reported that although the physician would have preferred to have placed all seven bands, the three bands were sufficent and the case was completed with this speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.